Manufacturer narrative:
Patient¿s identifier is not provided. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter: facility name. The (510k#): unknown, as valid part number is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected information from user facility report: this report is for one (1) unknown 2.0 mm k-wire. Reported catalog # 290.20 is not a valid synthes part number. Lot number is unknown. Without the valid part and lot numbers, the UDI number is not available. Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility (B)(4). The only information contained in this report is correction or additional information. This report is for one (1) unknown 2.0 mm k-wire. This is report 1 of 1 for complaint (B)(4).